Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2017 that the pump had not been used for some time and was alarming and that the medical doctor was going to program the pump to off state. No symptoms were reported and the representative had no further history. The pump off authorization form was faxed to the hcp and emailed to the representative. It was noted on (B)(6) 2017 that the pump had been dry for 4-5 years and that the medical doctor associated with the event was a family doctor that did primary care and that there was no pump doctor.